Manufacturer narrative:
For 1 event, it was determined the sample probe was touching the dirty edge of the washing well. For 1 event, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up action for 1 event was that the sample probe was replaced and readjusted. The washing well was cleaned. Rinsing was checked and it was ok. The follow up action for 1 event was that the gear pump head was replaced and adjusted. Precision studies were performed and there were no issues. The rinse unit was checked and was working correctly. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Questionable high results were generated by the cobas 8000 c 502 module. The events involved a total of 2 patients with the following: 1 questionable result for li lithium. 1 questionable result for crep2 creatinine plus ver.2. The patient age was (B)(6). The other patient's age was requested, but was not provided. The patients' weights were requested, but were not provided. There was 1 female. The other patient's gender was requested, but was not provided. The patients' races were requested but not provided. The patients' ethnicities were requested but not provided.